Manufacturer narrative:
Additional information was added to a1, b3, b5, d9, d10, h3, h6, and h11: b5: this occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: the device was received for evaluation. Functional testing was performed, and the flow rate accuracy was within passing test ranges for low and high volume. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.